Event description:
The customer reported that during testing of the device when the shock button is pushed, it will not discharge energy into the test load. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.